Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall the blood glucose reading. Troubleshooting was performed. Customer woke up and found the insulin pump display blank. Customer stated the insulin pump was exposed to moisture. Customer was advised to remove the battery for 10 minutes and reinsert. Customer stated the insulin pump was not damaged. Customer also reported reoccurring unexpected restart, signal too low alarm but the insulin pump passed self-test. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self and unexpected restart tests. No unexpected error alarms, unexpected restart error alarm were noted during testing. However, encoder signal out error alarm was found in alarm history. The device alarmed due to corrupted history file. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces or on electronic or motor assembly noted. The keypad connector was fully locked. The device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.